Event description:
The director of radiology came to risk management with an example of a catheter extension set. The director said they use this extension on all ivs, but have had several "explode" when under pressure. The catheter has a slide clamp made of hard plastic. There is a very small piece of plastic that comes off the interior of the slide clamp. It was noted that all of the clamps have this and it scores the tubing. This does not seem to affect the device under normal circumstances, however the tubing explodes when the pressure injector is used.